Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced, surgical intervention addressed the issue.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt the ipg, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. Ppe was unable to determine what cause the battery to deplete.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to establish communication with the patient programmer. A surgical intervention is anticipated in the near future. No additional information is available at this time.